Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of fentanyl at 750.2mcg/day via an implantable infusion pump for non-malignant pain. The patient reported that they heard a critical alarm from (B)(6) 2019. The patient reported that they missed they're refill appointment. The patient reported that a nurse refilled and reset their pump on (B)(6) 2019. No symptoms were reported. No further complications were reported.